Event description:
The clinician alleges at least three events where the percutaneous tracheostomy tube partially or totally occluded after being placed in pts. The tubes were removed and replaced. There was no pt compromise. The clinician (and the resident under clinician's direction) do not perform the percutaneous tracheostomy procedure branchoscopic guidance.